Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.

Event description:
Health professional reported that after injection with juvederm ultra plus xc in an unspecified area, the pt experienced swelling and an abscess in the lower lip the next day. The symptoms did resolve for a short period, but redeveloped on a later date. "Incision and drainage" were performed on three occasions in the "inner lower lip. F/u is in progress.